Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed volume accuracy test with values of 21.23 ml and 21.22 ml. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of failed volume test twice upon return from OEM with values of 21. 23 ml and 21. 22 ml was not reproduced. The device was tested for flow accuracy and delivered within intended range. The customer testing setup and equipment are unknown. The event date was not provided, however a review of the history log revealed an infusion programmed at a rate of 100 ml/hr and vtbi: 98ml, which are the not the recommended parameters for flow accuracy testing outlined in the spectrum service manual. However, no abnormalities that could cause or contribute to the reported problem were observed through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was not determined. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.